Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a compromised force sensor system alarm on the insulin pump. Customer stated that during the fill tubing action, the pump spattered insulin and the numbers didn't appear on the screen. Customer received the compromised force sensor system alarm after pushing the act button. Customer was asked to stop using the pump and to start with multiple daily injections. Customer received a replacement pump.